Event description:
A peritoneal dialysis (pd) nurse reported to fresenius customer service that a pd patient was hospitalized with an infection characterized by abdominal pain. There were no reported allegations that the event was caused by any fresenius products. Additional details were obtained through follow-up with another pd nurse from the patient's clinic. The nurse reported the patient was admitted into the hospital with peritonitis characterized by symptoms of abdominal pain. The nurse stated the symptom of abdominal pain did not occur during a pd treatment. The patient had a pd culture obtained (in the hospital) which was positive for growth of the bacteria acinetobacter (species not provided). The patient was reportedly receiving antibiotic therapy utilizing ceftazidime (dose unknown) intra-peritoneal (ip) for peritonitis. The patient remained in the hospital at the time follow-up was performed. The pd nurse could not identify the exact cause of peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any other issues with fresenius products in relation to this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient's peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often caused by a breach in aseptic technique during the pd exchange. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, there is currently no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event.